Event description:
Patient had bilateral hip replacement. Patient was walking down the street approximatly two years later and heard a clicking sound in right hip and then fell to the ground. Patient was taken to hospital where x-ray revealed a failure of the femoral neck of the right prosthesis. Patient was taken to or where hip components were removed and replaced.